Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging an issue with the battery indicator on their onetouch ultra2 meter. The customer care advocate (cca) spoke with the patient on (B)(6) 2015 with follow up questions from the medical surveillance specialist and obtained the following information. The patient alleged that the product issue began at 6am on (B)(6). The patient stated that they were unable to obtain a blood glucose reading on the subject meter. The patient manages their diabetes with oral medication, specifically half of a tablet of metformin daily. The patient did not report making any changes to their usual diabetes management regimen in response to this issue. The patient reported developing a symptom of "shaking" sometime after the alleged issue began. The patient could not recall exactly when this symptom began and stated that it "happens all the time" the patient was unsure if this symptom was related to a high or a low blood glucose excursion. The patient denied receiving any treatment for this symptom. At the time of troubleshooting the cca determined that the meter battery needed to be replaced. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury after the alleged issue began. The medical surveillance specialist could not confirm if the reported injury was related to the patient's diabetes.